Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 500 mg/dl. The supplies on the pump were changed and a correction bolus was delivered to address the high bg level. The customer was hospitalized on (B)(6) 2016 due to the bg level and was treated with intravenous insulin and fluids. The customer was discharged the next day. The high bg level was resolved.